Event description:
It was reported that a pump malfunction occurred after being left in a car for a few days. The customer's blood glucose level rose to 440 mg/dl due to this issue. The customer addressed this by using a correction injection via multiple daily injections (mdi) and did not require immediate third-party assistance. Technical support resolved the issue by sending a replacement pump with updated software, advising the customer on the usage of their g7 sensor, and provided instructions for returning the faulty pump. The customer understood and acknowledged all guidance received during the process.